Manufacturer narrative:
The field service engineer (fse) was onsite 07/23/2008 to 07/25/2008. The fse replaced the aspirate probes and peri-pump tubing, completed pick and place and wash carousel alignments. The fse then performed carryover procedure which passed successfully. A high sensitivity system check was performed and the foam portion of the hs system check failed. The fse noted routine that the system check procedure is passing, but the hs system check continues to fail for the foam portion. The fse replaced reagent transducer tip, and verified steadiness of wash carousel. The fse re-verified dispense plate alignments in the wash carousel and no issues were noted. The fse then replaced reservoir float switch and recalibrated wash buffer drawer sensors, re-aligned the wash carousel dispense and aspirate probe plates. Also, the fse checked the dispense volume and rechecked the rate of draw for the aspirate probes. No issues observed by fse. Then the fse replaced "second spinner assembly". The fse noted as of 07/25/2008, the foam portion of the hs system check continued to fail and referred the call to the instrument product specialist. The instrument product specialist indicated that the wash wheel motor fix was replaced and the issue was resolved. Hardware is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxl 800 access immunoassay system for several samples from one pt. The customer re-ran the samples on a different instrument and the results were within the normal reference range. The initial results were reported outside the lab. It is not known if there was any change to the pt treatment. There are no indication of an adverse event or indication of any medical intervention to prevent serious injury.